Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. Their trial started on (B)(6) 2026. It was reported that they had bleeding/hemorrhage and they were not feeling well/sick. The patient representative reported a big blood clot came out when the catheter was forced by the manufacturing representative (rep). They were not happy about it and patient was not feeling well. The agent advised contacting the doctor if symptoms still persist. It was unknown whether the issue was resolved. 2026-apr-24 mpxr 1423086 (con): additional information was received from the patient. The patient stated that when the nurses put the catheter on patient blood started coming out and they need to rush him to emergency room (ER). It was unknown whether the issue was resolved.